Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: mentor smooth round moderate plus profile 275cc saline breast implant, catalog # 3502275, s/n: (B)(4).

Event description:
It was reported that a (B)(6)-year-old female patient underwent primary breast augmentation with a mentor smooth round moderate plus profile 275cc saline breast prosthesis that deflated after implantation. As a result, the patient underwent an explantation procedure on (B)(6) 2018. The device was replaced with an unspecified gel-filled prosthesis.

Manufacturer narrative:
On 4/26/2018, mentor received additional information regarding this event. In addition to the right-side deflation, the patient also experienced bilateral capsular contracture. As a result, the patient underwent bilateral removal and replacement with a mentor 375cc memorygel implant (catalog 3503754bc, s/n: (B)(4)) on the right, and a mentor 400cc memorygel implant (catalog 3504004bc, s/n: (B)(4)) on the left. The left side capsular contracture will be reported separately under the same manufacturer¿s reference number. Manufacturer¿s reference number: (B)(4).